Event description:
Customer reported panorama central station needs hard drive replacement, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of hard drives and loaded software and defaults. Safety tested to factory specs.